Manufacturer narrative:
According to the gore® excluder® aaa endoprostheses featuring c3 deployment system instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® deployment system. The aneurysm measured 55 mm at time of the procedure. Follow up imaging on (B)(6) 2017 showed the aneurysm measured 60 mm. On (B)(6) 2017, a type ii endoleak was discovered on follow up imaging. Follow up imaging on (B)(6) 2019 showed the aneurysm measured 64 mm. On (B)(6) 2019, a reintervention occurred whereby translumbar embolization of the type ii endoleak with glue was performed. The patient was discharged on (B)(6) 2019 with no complications.